Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the lower digestive system during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device could not be tightened during deployment process. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. It was reported that the handle knob could not be tightened during the band deployment.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device code 1069 captures the reportable issue of handle could not be tightened during the procedure. Investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. The trip wire was completely rolled in the handle assembly and the trip wire was bent in several locations at the proximal section. The trip wire was secured in the handle slot when received and a crimp was present on the tripwire. The suture had six knots; however, the ends of the suture was frayed and the seventh knot was missing. The ligator head had all bands attached and all of them were moved out of their original positions with some bands were caught under the other bands, indicating that the bands were failed to deployed. Additionally, the suture hole did not have any visual damage, but some of the ligator head teeth were bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted on the handle assembly and no other issues with the device were noted. The reported event was not confirmed. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the lower digestive system during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device could not be tightened during deployment process. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.